Event description:
This is a 31-year-old male with a right inguinal hernia which had been present for a while. It ached especially after vigorous exercise. He had a right inguinal hernia repair 2/4/98, but the repair broke down. It appeared that the mesh had folded upon itself and twisted in some manner so that the end of it was protruding down through the wound.